Event description:
Boston scientific received information that during a routine in-clinic follow up, a voltage too low for projected remaining capacity fault message was observed upon interrogation of this implantable cardioverter defibrillator (ICD) with a programmer. A copy of device memory was submitted for analysis. Analysis of device memory confirmed that the fault message was appropriate and noted no other suspicious faults or resets stored within device memory. The voltage was noted to be 3.053 volts, and therapy delivery was unaffected. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed that the lead seal witness marks indicate that the df+ lead was not fully inserted, however, was inserted far enough for the setscrew to engage the lead tip. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. The field observation was confirmed through analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.